Event description:
During surgery they pulled the stem from the outer box. The inner box was cracked with a hole in the plastic. Surgery was extended 5 minutes while they secured a replica stem to complete surgery.